Event description:
The olympus representative reported on behalf of the customer that during a diagnostic endobronchial ultrasound (ebus) and fine needle aspiration of a pulmonary mass, the doctor was not able to visualize the single use aspiration needle na-u401sx and withdrew it from the scope. On visual inspection, they noted the needle was embedded in the lesion. The broken piece was successfully retrieved. The ebus was terminated after they retrieved the broken needle on the second pass of the procedure and converted to a surgery to address the tumor. It was noted that the resected lesion was very hard. The reported issue affected the diagnostic outcome as that portion of the case was aborted. There were no other devices connected to the subject device. The patient is stable and there was no patient injury.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has been submitted by the importer under this MDR report number (B)(4).

Manufacturer narrative:
This report is being supplemented to provide an update to field (a2, e4, and g2).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported event "change to surgery" occurred due to the device malfunction. The root cause of the event could not be specified. Additionally, it is likely the reported event "needle break" occurred due to the following mechanism: 1.) A bending force was applied to the needle tube when piercing the hard body tissue during the procedure. This caused the needle tube to bend excessively. 2.) When the needle slider was pulled, a force was applied to the needle tube in a direction to make it straight. This caused the needle tube to break. However, the root cause of the event could not be identified. The event can be prevented by following the instructions for use which state: "when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead." Olympus will continue to monitor field performance for this device.